Event description:
User facility reported a patient was hospitalized (date unknown) with endometritis following a novasure endometrial ablation. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) and sterile lot record review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU): other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.